Event description:
It was reported that during a surgical procedure at the user facility, the device got hot and was smoking. There was a two to three minute delay, no medical intervention, no adverse consequences to the patient reported.